Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, "the device did not work." Manual compression was applied to achieve hemostasis and there were no adverse effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number will be provided. A follow-up report will be submitted with any relevant information.